Event description:
It was reported that a balloon pinhole occurred. The stenosed target lesion was located in the left brachiocephalic vein. There was internal outflow stenosis with blood flow less than 200ml/min. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, when the pressure was increased gradually from 0 to 6-8 atmospheres, contrast leakage was noted. When device was removed and inflated again below 8 atmospheres, the balloon was leaking liquid and a pinhole was visible in the balloon material. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator elite 10.0 x40, 75cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No tears or holes were visible in the balloon. The device was attached to an encore inflation device and positive pressure was applied. A pinhole leak was identified 14mm proximal from the proximal markerband. No other issues were noted. A visual and microscopic examination of the balloon material identified no other issues. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon pinhole occurred. The stenosed target lesion was located in the left brachiocephalic vein. There was internal outflow stenosis with blood flow less than 200ml/min. A 10.0 x40, 75cm gladiator elite balloon catheter was advanced for dilation. However, during inflation, when the pressure was increased gradually from 0 to 6-8 atmospheres, contrast leakage was noted. When device was removed and inflated again below 8 atmospheres, the balloon was leaking liquid and a pinhole was visible in the balloon material. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient status was stable.